Event description:
It was reported that the patient's pump began alarming the evening prior to the report. The patient presented to the hospital on the day of the report and the nurse interrogated the pump and did not see an active alarm in the pump logs. At this time the patient had not signs of underdose or overdose. The pump was refilled and the actual volume was as expected at 6.3ml. The patient was sent home. It was also noted that the patient had been hospitalized "a few weeks ago" prior to the report. The patient had developed a respiratory infection following a sauna of 60 degrees celsius. At this time, the patient was very spastic, sweating, with fever and showing underdose symptoms. At the time of the report, the patient was not spastic and the patient outcome was reported as "good". The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
(B)(4).